Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house clinical hcg negative urine samples as well as low concentration hcg standards. All hcg results were negative at read time. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the following events occurring for one patient: on (B)(6) 2017, the patient was tested prior to a scheduled essure permanent sterilization procedure. A urine sample was collected and tested using four consult hcg urine/serum combo tests from two different boxes of the same lot. Each consult hcg urine/serum combo test produced a positive result. The procedure was cancelled and a serum sample was drawn and sent out for testing. The serum beta quantitative test produced a negative hcg result of <2 miu/ml. After receiving the laboratory result, the essure permanent sterilization procedure was rescheduled. The customer reported that this procedure was elective. These events are being conservatively reported as the medical procedure was cancelled.